Event description:
Customer alleged the chair sways to the right and has had ongoing issues. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a (B)(6) and resides in a nursing home. The patient's preexisting medical condition states that he is quadriplegic. The patient's stability and medication regimen are unknown. The patient's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6) health care center, called stating that the tdxsp-mcg power chair allegedly sways to the right and the sip-n-puff has had ongoing issues. This is the patient's only source of mobility. No injury alleged.